Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stylet could not be advanced down the newly implanted rv lead. The physician intended to straighten out the lead at the time. The stylet was noted to get stuck, but could later be removed. The physician elected to leave the lead implanted since measurements were normal, and the helix was noted to be fully extended. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be in stable condition following the procedure.